Event description:
Customer stated they could not get the buttons on the quest to work, then when the treadmill did start, it went really fast and the pt fell off. They say that it said 2.5mph, but they think it "had to be going faster than that". They had to press the stop button on the quest several times before the treadmill stopped. Also, they do not have a emergency stop switch on the treadmill. Pt was reported to be arthritic (pre-existing condition) and was admitted to the emergency room after the fall. Pt suffered bruising to both knees and a lump on their hip. Pt was x-rayed, evaluated and released.

Manufacturer narrative:
Field service engineer was dispatched to site. The treadmill and controller were in use when the field service engineer arrived. The treadmill and controller were evaluated and tested with no problems found. A likely cause could be user error.